Event description:
Per the md, the balloon of the stent catheter became displaced while positioning in the artery. The stent was removed and replaced with no reported harm to the patient. Manufacturer response for coronary stent catheter, 4.00mmx32mm synergy megatron everolimus-eluting platinum chromium coronary stent (per site reporter).